Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the leads moved. The patient stated that she was scheduled for surgery to have the leads moved. The patient reported she was not able to use the implant because the leads had moved. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a consumer reported that the patient had surgery on (B)(6) 2016 to have their leads ¿pulled up¿ after they had ¿fallen.¿ it was noted that the patient had a birth defect that led to their l5 bone fusing with their l1 and might have caused the leads to ¿fall.¿

Event description:
Additional information was received from the patient. It was reported that the leads fell in (B)(6) of 2016. Refer to manufacturer report #2649622-2016-02716 for the report of this event for the patient's other lead.